Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had pocket pain. The patient stated the device is rubbing against their clavicle and there is tenderness in pocket. The physician felt the irritation within the pocket was from the device rubbing against the clavicle and decided to do a pocket revision/relocation. It was noted that there was some edema at the pocket site. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.